Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8. H2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, device could not perform pressured leak test during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The most probable root cause of the customer malfunction was not identified as no problem detected, and the most probable root cause of the malfunction could not perform pressured leak test was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the screen of the camera head went blank and showed communication error during inspection for use. There were no reports of patient involvement.